Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with 10 unit of with a pen of humalog. Customer also reported that she had lows at night. Customer's blood glucose at time of incident was 40. Customer explained they are working on the settings still to fix the issue.